Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel, 400cc silicone breast implants, cat #: 3504004bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 400cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. Even though we have not received information regarding explantation or an expected explantation date, removal and replacement was indicated.

Manufacturer narrative:
On 11/6/2019, additional information received indicated that the date of implantation was on (B)(6) 2010, and MRI confirm capsular contracture didn't confirm rupture. Manufacturer¿s reference number: (B)(4).